Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included methicillin-resistant staphylococcus aureus infection (nose and arm) from 2010 to 2011, burning sensation, light periods, ovulation disorder, bladder disorder, motion sickness, bladder incontinence, tachycardia, augmentation mammoplasty, surgery, abdominal operation, nephrectomy, plastic surgery, wisdom teeth removal, nephrectomy and weight normal. Concurrent conditions included hypochondrium pain left (left lower quadrant pain.), cystoplasty, appendectomy and nephrectomy. Concomitant products included alprazolam since (B)(6) 2013, lamotrigine (lamictal) since (B)(6) 2019, nsaids since (B)(6) 2013 and paracetamol (acetaminofen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psychological injury,psychological or psychiatric problems condition: anxiety mental anguish"). The patient was treated with oxybutynin hydrochloride (ditropan) and surgery (hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the psychological trauma, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and mr document received, new reporter, patient demographic ,essure lot number, concomitant medication, new event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, dysmenorrhea (cramping), she did not undergo essure confirmation test and event outcome were added and the event psychological or psychiatric problems condition: anxiety and mental anguish clubbed with previous event psychological injury. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdominal chronic") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Diagnostic results, (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, general abnormal bleed, psychological injury. Reporter information, essure removal date, events outcome were added. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.